Event description:
Healthcare professional additionally reported ¿ free liquid¿ and ¿foreign body reaction with histiocytar giant cells.¿

Manufacturer narrative:
Visual analysis of the photographs identified: granuloma: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health care professional reported pain, capsular contracture baker grade lll and daily fatigue. This relates to the right side. Device has been explanted and replaced with another manufacturers device.